Manufacturer narrative:
The insulin pump had unresponsive button due to corroded keypad trace. No button error alarms occurred. No scrolling anomaly noted during testing. Analysis inspected the pump and no trace of moisture damage found on the electronic and motor assembly. The insulin pump had cracked case all corners of display window, broken reservoir tube lip, broken belt clip slot and scratched on display window noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump got exposed to moisture. The customer reported that they received a button error alarm. The customer reported that the insulin pump was scrolling on its own. The customer reported that the button was unresponsive. The customer's blood glucose was 130 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.